Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-02741 and 2134265-2017-02605. It was reported that automatic pullback failure occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified middle cric coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the lesion. During percutaneous coronary intervention (pci), the physician attempted to perform pullback; however, it was noticed that the opticross¿ imaging catheter did not pullback well. Furthermore, the physician felt that the opticross¿ imaging catheter was very stiff when maneuvered and had noise that it failed to read the target lesion. After several attempts, the procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and patient's status is good.